Manufacturer narrative:
H.6. Investigation: DHR was performed. No qn¿s were found during the manufacturing of the lots reported in this complaint. Three (3) samples, related with cap out of specification from model 675303(tc10008226 / cap universal luer) were reported by customer due that a pin gage of 0.170 does not enter to the bottom at .5 lb force. During the inspection of the pieces withs the cmrb, initially the pieces were measured as specified in the drawing, using the cmm pe-1171-0001 ID c14-0700. With this measurement it was noted that the dimensions required by drawing as critical, were within spec. A gap assessment has been conducted in order to assure the correct inspection criteria and method: we compare the smits drawing vs bd tijuana drawing criteria; was detected that dimension of 0.170¿ is not included into drawings. Nevertheless, although the characteristic inspected by the customer (0.170¿) is not part of bd tj ctq as acceptance criteria, the pieces were measured using the same method than the customer in order to understand what he is experimenting. And with the use of a pin gauge of 0.170in, it was confirmed the condition reported. Based on investigation we can conclude that the misalign acceptance criteria between customer smits and bd tijuana is the root cause of current complaint.

Event description:
It was reported that the cap universal luer OEM was damaged. The following information was provided by the initial reporter: material no: 675303. Batch no: 20108425. It was reported that that the pin doesn't bottom with 0.5 lb force.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cap universal luer OEM was damaged. The following information was provided by the initial reporter: material no: 675303, batch no: 20108425. It was reported that the pin doesn't bottom with 0.5 lb force.